Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. B5/h3) calibration was not attempted due to the damage observed; therefore, unable to replicate the reported complaint. H6) based on the device evaluation and investigation, the cause of the missing epoxy could not be established.

Event description:
A coronary atherectomy procedure commenced to treat a patient with a spectranetics elca laser atherectomy catheter. During use, the spectranetics cvx-300 excimer laser system displayed an error code when increasing the fluency, and the catheter could not be utilized. After recalibration and restarting the laser system, the same issue occurred. When lowering the pulse and fluency, the elca device performed without further issue, and the procedure was completed with no reported patient harm. Upon device evaluation on 08apr2026, visual inspection found broken fibers and missing epoxy at the elca distal tip. This report captures the elca with missing material; potential for harm.